Manufacturer narrative:
Device code reported on the initial medwatch in error. The complaint against the device is migration. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). A manufacturing investigation was performed for the subject device (pfna-ii blade l100 tan, part number (B)(4), lot number 9057337). The received device shows abraded color areas and marks on both flanks of the body sleeve and on the blades. The hexagon socket screw is worn and damaged. The socket and the blade are not completely screwed together and leaving a space of about 1.5 mm. The blade/socket is blocked in this configuration and cannot further screwed together neither the two parts can be separated. Since the blade and the socket were blocked a disassembling into components is not possible and also a functional check cannot be done anymore. As previously reported the review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9057337 was manufactured in (B)(6) 2014 in a quantity of 40 parts. The investigation revealed that there is no indication that wrong components went into the final product. Each unit is mounted according to the work instruction before release. The use of a wrong component leading to blocking of the screwing mechanism would have been detected at this step. Therefore the blocking of the article most probably occurred during surgery. Based on the investigation and the provided information it is probable that any occurrence during surgery as well as the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, led to the cut out of the implant. A definitive root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Pfna done for fracture proximal femur on (B)(6) 2015. (B)(6). Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09 july 2014, expiry date: 01 july 2024, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient, ID (B)(6), had a pfna done for fracture proximal femur on (B)(6) 2015 and discharged on (B)(6) 2015. However, patient was seen in a and e on (B)(6) 2015 for pain and xray revealed a cut-out of the pfna blade. Diagnosis: lag screw acetabular migration. Patient had to undergo an operation on (B)(6) 2015 to remove the cut-out blade and discharged well on (B)(6) 2015. The nail is still in the patient / left femur. Patient is well, mobilized on wheelchair. Condition of the patient was stable. This report is 1 of 2 for (B)(4).